Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, it was difficult to connect the left ventricular (lv) lead to the cardiac resynchronization therapy defibrillator (crt-d) connector block due to the lead diameter being too large. It was confirmed that the device setscrew was not interfering with the connector port and the connector type was compatible with the lead. A second device was attempted to connect with the lv lead, but the issue persisted. A second lead was tested with the device and it connected successfully. It was determined that there was a problem with the lv lead, so the lead was removed and not used. A replacement lead was not implanted due to the procedure lasting a long time. No patient complications have been reported as a result of this event. It was further reported that the physician was disappointed and it was impossible to push the lead into the device header correctly. The lead was forced into the connector and the lead became stuck, so a pliers was used to remove the lead causing damage to the lead connector.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was a connector pin observation. Visual analysis of the lead indicated damage at implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, it was difficult to connect the left ventricular (lv) lead to the cardiac resynchronization therapy defibrillator (crt-d) connector block due to the lead diameter being too large. It was confirmed that the device setscrew was not interfering with the connector port and the connector type was compatible with the lead. A second device was attempted to connect with the lv lead, but the issue persisted. A second lead was tested with the device and it connected successfully. It was determined that there was a problem with the lv lead, so the lead was removed and not used. A replacement lead was not implanted due to the procedure lasting a long time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.